Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Without samples a study can not be performed an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Anastomosis closed after an hour , it is not from the thrombosis but from suture. The diameter of anastomosis closed, because the suture material changed the volume inside of intra-tissue liquid, the suture became more thick from the liquid which closed anastomosis. Suture occupied the space of the anastomosis so the fluid inside the anastomosis was blocked. Tissue type: artery and vein anastamosis.